Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load fill tubing sequence customer alleged that insulin back-flowed in the tubing. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 160 mg/dl.